Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer always saw air bubbles in the infusion set tubing. The customer's blood glucose (bg) level was elevated; however, the exact value was not provided. The bg level was addressed by the customer continuing to use the pump or by the customer changing the infusion set. The event was resolved when the infusion set was changed.